Event description:
Sales representative reported right side "textured implants". Healthcare professional later reported right side capsular contracture, baker grade iii". Device remains implanted.

Event description:
Sales representative reported "textured implants". This record is for the right side. Device has been explanted. Healthcare professional reported later, "capsular contracture baker grade 3".healthcare professional reported later, "capsular contracture baker grade 4".

Event description:
Sales representative reported "textured implants". This record is for the right side. Device has been explanted. Healthcare professional reported later, "capsular contracture baker grade 3".healthcare professional reported later, "capsular contracture baker grade 4".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure particles and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Sales representative reported right side "textured implants". Healthcare professional later reported right side capsular contracture, baker grade iii". Device remains implanted.